Event description:
It was reported that during an lar procedure that the device could not use the hand switch. Another like device was used. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info is unavailable; device was not returned for evaluation.